Event description:
(B)(4). Before essure I was healthy. No medicine. No problems. Since I suffer from migraines, painful periods and sex, heavier periods, muscle spasms, weight gain, high blood pressure, anxiety, depression, nausea, vomiting, diarrhea, swelling of my stomach, pain throughout my body, hair growing in places I never had before, and a metallic taste at times.